Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was evaluated by a zoll approved service provider. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing without duplicating the report. It was recommended to replace the processor/bridge/pace board as a precaution. The processor/bridge/pace board replacement was sent to the service provider to complete the repair. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pace defib device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.